Event description:
Reporter states, customer was sweaty and non-verbal with blood glucose result of 140 mg/dl taken on the advantage system; she was treated with glucagon injection. Requested return of suspect device; however, customer did not return test strips; replacement was sent.